Manufacturer narrative:
Corrected information provided in age/date of birth. (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule tear was noted on a patient's right eye during insertion and aspiration portion of a laser assisted cataract procedure. A small bubble was noted around 9 o'clock at the capsule edge. The doctor increased the laser energy to ensure a free capsule. Capsule was free and removed without difficulty. The tear was noted in the area where the bubble had been. The planned intraocular lens was placed in the bag. The doctor is unsure how the event happened.